Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 65mm thoracic aneurysm. It was reported that, during post op follow up, a CT discovered a distal type I endoleak. The physician noted that the endoleak was due to disease progression and dilatation of the distal landing zone. The patient received additional treatment where a distal extension 40x40x150 was implanted and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.